Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 31 mmol/l, 25.3 mmol/l. The customer was treated with manual injection. The customer did experienced the symptoms such as blurry vision, body aches. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. Customer stated that insulin pump was topped working. Customer was performed self test and displacement test was passed. Customer declined troubleshooting. The insulin pump will not be returned for analysis.